Event description:
Customer alleges the left recline cylinder will not hold in place and lowers after time. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model solara3g, (B)(4) is approximately 11 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the left recline cylinder will not stay in place. It will allegedly lower after time. The cylinder was replaced on warranty (B)(4). No injury or medical intervention alleged.